Event description:
Baxter (B)(4) received a report that an infusor had a "broken coiled cap" prior to use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The systemic root cause of this failure mode was determined to be a manufacturing defect; bottle shoulder and low engagement at the cap/bottle interface caused interference between the cap and bottle. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. Visual inspection of the sample confirmed the customer reported condition as a loose red coil cap. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.